Event description:
The customer reported that erratic and/or higher than expected cardiac troponin (accutni) results were generated from an access 2 immunoassay system. This was the result of a single malfunction occurring on (B)(6) 2011 and commencing through (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied patient data revealed that erratic and higher than expected accutni results, above the acute myocardial infarction (ami) cut-off, were generated for two patients and higher than expected results, above the ami cut-off, were generated for an additional four patients. Subsequent testing on an alternate instrument produced lower results, still above the ami cut-off but outside the assay's stated precision claim, for two of the patients. Subsequent testing on an alternate instrument also produced lower results within the normal reference range for the other four patients. The elevated/erratic accutni results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Additional patient data was provided by the customer however all other patient results did not indicate that erroneous or erratic results were generated for the additional patients referenced. The test samples were collected using lithium heparin plasma tubes without gel separators, and were centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied performance data indicated that all four levels of instrument assay quality control results had been performing within the customer¿s established ranges for the last 30 days. Instrument service checks had also recovered within specification. A five replicate precision test using the level 1 accutni qc material failed to meet specification due to an elevated % coefficient of variation. The customer did not provide specific patient information for this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed preventive maintenance of the instrument, and a high sensitivity system check which generated results meeting instrument specifications. The fse noted that the system was generated multiple dark count errors and that there was wash buffer build-up on the inside of the wash wheel and a leak coming from the wash valve/manifold. The leak was internal to the instrument and hence there was no potential for healthcare worker exposure. The fse replaced the luminometer and the input/output printed circuit board to address the dark count errors and replaced the wash manifold to address the leak. After the completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.